Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with the select button on the keypad being inoperative was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid ingress. A service history review revealed no previous service events were related to the reported condition. A device history review revealed no abnormalities that could be associated with the reported condition.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had an inoperative select button on the keypad. This event had the potential to interrupt delivery. This condition occured before use. There was no report of patient/user involvement, injury or medical intervention in association with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.